Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported events of positioning failure, capturing problem, and low impedance were not confirmed while the event of stretched and bent helix was confirmed. The leadless pacemaker was returned for analysis. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. Further analysis performed found no anomaly contributing to reported capture or impedance problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) exhibited low pacing impedance, high capture thresholds, and was failing the deflection test. During repositioning, it was discovered the helix on the lp was bent. A different lp was used to complete the procedure. There were no patient consequences.